Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient experienced a skin reaction with an infection. The patient developed redness, inflammation/swelling, and infection extending beyond the patch perimeter. On (B)(6) 2024, the patient consulted a health care provider who prescribed oral antibiotic medications (doxycycline and cephalexin, unspecified dosage) for the infection. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.